Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used for polyp removal in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure, the cautery connection piece got dislodged from the snare handle and cautery could no longer be used. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.